Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open cecectomy, at the time of common enterotomy closure, the stapler did not fire after squeezing the handle fully twice. The tissue was cut without being stapled. The surgical time was extended and the surgeon had to hand sew to resolve the issue.